Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: it was reported that an l-shaped connector became dislodged after being transported to the outpatient chemotherapy room, resulting in fluid leakage. The leaked fluid is endoxan anticancer drug. Location of occurrence: pharmacy department, outpatient chemotherapy room. User's level of expertise: intermediate.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. The product was visually inspected. No damage or defects were observed on the device that could have contributed to the reported event. Functional testing was completed, attaching the connector to the IV bag. The l-connector was properly attached, liquid could move through the device without issue, and no disconnections or leakages were observed. Dimensional testing was completed on the returned product, including proper spike length and diameter, verifying all critical dimensions were within required specifications. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.